Event description:
Attempted left radial arterial line placement. Wire advanced using arrow art line set, and catheter advanced over wire. Unable to withdraw wire to remove arrow device. Removed entire device and noted that catheter had sheared off halfway down length with residual portion of catheter remaining in patient's left arm. Unclear mechanism for this; catheter movement checked prior to placement. No dramatic movement within arm, no resistance during advancement. Fragment visualized on ultrasound immediately subcutaneously, removed by surgeons with very small extension of insertion site and forceps. No significant bleeding from site. Arterial puncture never achieved. Potentially bad arrow catheter set?